Event description:
It was reported that the user experienced leaking at the connector due to the tubing not being properly secured, followed by an ¿unable to proceed¿ alert during a subsequent supply change, which was resolved after replacing the connector and infusion set and confirming drops; this was associated with no insulin delivery and a current sense failure. Symptoms included shaking, headache, and a rapid heartbeat, with a reported peak blood glucose of 195 mg/dl for about one hour and no use of backup therapy or medical intervention. Outcomes included temporary elevation of blood glucose without hospitalization. Investigation included troubleshooting and user education, collection of connector lot information, and arrangement for replacement supplies. Investigation of this case revealed leakage at the connector and initial improper connection, with resolution after a full supply change. It was concluded that user technique and a leaking connector contributed to the no-delivery condition, and replacement supplies were provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.